Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device showed an error prompt during the withdrawal of a medication. A technical support specialist found that the database was bloated and maintenance corrupted. A technical support specialist stopped bd data synchronization and bd maintenance services, dropped databases and repaired the med application. A technical support specialist performed full synchronization for the station, completed the data synchronization and restarted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system unexpectedly stopped responding and displayed an error when removing medication. The customer stated that an error occurred during the withdrawal of a drug which prevented the drug from being taken. There were no adverse events or injuries reported based on this incident.